Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported for the past 2 weeks she has experienced low blood glucose levels as low as 33 mg/dl often. Pt stated, she does not give a bolus for meals but her blood glucose level was too low; pt ate or drank for correction. Pt reported she switched to her backup infusion device this morning and now her blood glucose level is okay. Pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.